Event description:
It was reported via the implant patient registry that a 3300tfx 25mm bioprosthetic aortic valve, implanted for six (6) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. The implantation data card indicated that the device explant was due to deficiency of the original device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. A DHR review was performed and no related non-conformances were found. For products not returned, an engineering evaluation may be triggered if there is an allegation of a device malfunction which could be related to a manufacturing non-conformance. Although the product was not returned and there is an allegation of premature failure, there is no information available to suggest the allegation is related to a manufacturing non-conformance or a product failure (with regard to design, reliability, or use error) with a moderate, major, or critical severity.